Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this electrode was explanted due to an advisory. There were no additional adverse patient effects. This product is part of the emblem electrode lumen advisory population.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Bubbles were noted in the in the notch area. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Code 3191 is used to indicate surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was explanted due to an advisory. There were no additional adverse patient effects. This product is part of the emblem electrode lumen advisory population.